Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 based on the date the manufacturer became aware of the event. (B)(4). The returned advanix-naviflex biliary stent was analyzed, and a visual evaluation noted that the stent presented part of guide catheter loaded. The stent was damaged and one pigtail was deformed. No specific failure was reported against the device therefore no assessment on the confirmation of the complaint can be made. No other issues with the device were noted. Based on the product analysis, the device met all manufacturing requirements and no abnormalities were reported during the manufacturing process. After analysis it was determined that the stent returned with part of the guide catheter loaded, the stent was severely damaged and one pigtail shape was deformed. The stent damaged and the pigtail shape deformed may be related to some user manipulation while setting up the stent on the delivery system and/or some technique applied during procedure while trying to deploy the stent. Therefore, adverse event related to procedure is selected as the most probable root cause for this complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
An advanix biliary stent was returned to boston scientific corporation. This product was returned to the manufacturer without any report of performance issues or adverse patient effects. This event has been deemed reportable based on the investigation results; stent damaged. Please see full investigation details.